Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user observed a cracked display screen on the pump that had been in use since 2023, with no impact to pump function and no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no alarms, and no medical intervention or hospitalization. Investigation included customer counseling regarding device replacement and education that a replacement device would need to relearn the user. Investigation of this case revealed a damaged screen consistent with physical damage to the display component, with no operational malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.